Event description:
In 2007, hitachi received a report from the customer operating an echelon MRI system indicating that a patient who received a scan for his right elbow on the day before, called on original date, to report that his thumbs were blistered. The patient claimed that he felt a burning sensation during the scan, but did not report it, because he thought it was normal. (He did report some pain in his shoulder and elbow after the scan was completed.) The patient received a scan for his elbow. During the scan, his arms were extended above his head (superman position). The receive coil in use did not contact the patient's hands. The patient claimed that nothing was touching his hands (touching could cause a possible current loop for induced rf energy). The facility asked the patient to come in to show the injury, which he did on six days later. The patient had one blister on the front of the left thumb near the nail and 3 on the back of the right thumb between the nail and the hand. The facility's physicist did not believe that the blisters could have been caused by the MRI scan, because the patient's hands were not near any metal. Image quality was normal. On approx four and a half months later, hitachi was made aware that the patient's blisters were healed, but she had scars on his right thumb and his left thumb area was very sensitive. We also learned that during a visit with his doctor between the event date and a week later, the doctor prescribed ointment as a treatment for the blisters.

Manufacturer narrative:
System tests on the transmitter coil were done at the site shortly after the incident. See attachment. We found no evidence that the system malfunctioned. There were no image artifacts indicative of metallic implant and the patient screening did not detect any contraindications for MRI exams. No other patients have lodged any complaints regarding heating/burning at the site. MFR date: this is the date hitachi was made aware of the scars on the patient's thumbs. Note that the receive coil used does not come into contact with the patient's hands during the type of exam the patient underwent. See scanned pages.